Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on the tip of the curved-tip stapler 30 instrument was broken once the instrument was inserted into the patient. No fragment fell into the patient. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.